Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). Moreover, it was noted that this device longevity has been shortened by two years in six months. This device remains in service. No adverse patient effects were reported.